Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The printed-circuit board of the subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the printed-circuit board with the equipment and found that the reported phenomenon was duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china and the investigation, omsc considered that the reported phenomenon was attributed to the accidental failure of the printed-circuit board.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Please see updates to a1, d4, d5, d8, g2, h6 and h10. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the first use, it was found that the image was not output from the dvi out terminal. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.